Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: patient presented with following pre-op diagnosis as isthmic spondylolisthesis grade 2, l5-s1. For which patient underwent: l5-s1 bilateral laminectomy, partial medial facetectomy, foraminotomies of the l5 and s1 roots. L5-s1 posterior spinal fusion. L5-s1 posterior spinal instrumentation, biomet polaris 5.5 mm. L5-s1 transforaminal lumbar interbody fusion, anterior and posterior fusion through a single posterior approach. Ebi-esl cage times one 10 mm height l5-s1. Local autograft bone, bone morphogenic protein. Per op notes, l5-s1 disk space was accessed. Local autograft bone was morselized and placed into the anterior disk space. Then a 10 mm height cage was impacted gently with bmp-2 in the central position. Pedicle screws were placed bilaterally at l5 and s1. Local autograft bone was cleared and morselized and rolled into a burrito with the bmp-2 placed over the decorticated elements bilaterally. Final intraoperative fluoroscopic views in the ap and lateral plane demonstrated excellent position of the spine and of the implants. Hemostasis was achieved. Sterile dressings were applied. Patient tolerated the procedure well with no complications reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.